Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable and adapter looked burn. The cable was also reported to be almost broken. No impact to patient's blood glucose levels reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
H6 medical device problem code changed to a0405 h6 component code changed to g02003 per updated information received on 1/13/2025, there were no allegations of a thermal issue or burned look with this device. Patient's concern was with the charging cable's metal piece being loose and about to break off. With additional information, the complaint is no longer reportable.